Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4067 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4067 days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure coils") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anxiety, vaginal bleeding, fibromyalgia, rheumatoid arthritis, nulli gravida, breast cancer, colon cancer, prostate cancer, tubal ligation and dysfunctional uterine bleeding. Concurrent conditions were listed as endometriosis and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery - no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: indications: essure. Status post essure placement, evaluate status of the procedure. Findings: small nulliparous endometrial cavity without defect, polyp or other abnormality. Essure devices are seen bilaterally, with medial portions in the endometrial cavity, and with injection of contrast, there is no contrast seen entering the fallopian tubes. Conclusion: no contrast seen entering the fallopian tubes. Appropriate position of essure devices. [Pathology test] on (B)(6) 2022: specimens: uterus, uterus, cervix, bilateral tubes permanent final diagnosis : uterus, hysterectomy: cervix: no significant abnormality. Endometrium : inactive endometrium. No hyperplasia or carcinoma identified. Myometrium : no significant abnormality. Fallopian tubes, bilateral, salpingectomy: no significant abnormality. Clinical information : pelvic pain, endometriosis, malpositioned essure devices gross description: the endometrial cavity is remarkable for gray metallic coil shaped foreign object consistent with essure coils extending bilaterally into the fallopian tube orifices. The coils are predominantly within the endometrial cavity with minimal extension into the fallopian tube lumen. [Ultrasound scan vagina] (date unknown): view: satisfactory view essure extended into endometrium bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event device dislocation added .medical history & lab data added including pathology test . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.